Manufacturer narrative:
The instructions for use (IFU) states, complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment for a zone 2 dissection and was implanted with a gore® tag® conformable thoracic stent graft with active control system. A left common carotid artery (lcca) to left subclavian artery (lsa) bypass was also performed. It was reported that initially post deployment of the graft the lcca artery didn't fill well. It was then it was realized they still had the catheter from the deployed device in the patient. It was then removed and the lcca looked like it filled much better and we saw much more dye. The procedure was concluded, the patient tolerated the procedure. On (B)(6), 2023, they measured the patient¿s pressure and were made aware the patient¿ left arm was numb. The physician re-intervened and they implanted a carotid stent in the lcca. As of right now the physician reports they believe the patient is doing well and does not believe further reintervention will be needed.